Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, md was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when testing for sars cov-2 with bd veritor ¿ at-home covid-19 test a negative result was obtained. Test was positive when repeated with an unidentified method. Eua# (B)(4). The following information was provided by the initial reporter: verbiage from social media: ¿mine had 3 lines said negative. Did test at work just now and positive.. ¿

Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, md was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when testing for sars cov-2 with bd veritor ¿ at-home covid-19 test a negative result was obtained. Test was positive when repeated with an unidentified method. Eua# (B)(4). The following information was provided by the initial reporter: verbiage from social media: ¿mine had 3 lines said negative. Did test at work just now and positive.. ¿

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿first test was negative, second test was positive. Tests were done consecutively¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed via the retain samples. Per the product information leaflet, second test should be done 24 - 48 hours after the first test. The root cause was undetermined. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that when testing for sars cov-2 with bd veritor ¿ at-home covid-19 test a negative result was obtained. Test was positive when repeated with an unidentified method. Eua# (B)(4). The following information was provided by the initial reporter: verbiage from social media: ¿mine had 3 lines said negative. Did test at work just now and positive.. ¿